Event description:
Customer reports back to back testing on the same meter while using the advantage system with results of: 115 mg/dl and 479 mg/dl, 133 mg/dl and 384 mg/dl, 176 mg/dl and 492 mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.